Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 07/27/2017 stating that rv morphology looks weird and has one episode stored noise rv impedance decreased from 882 to 447 and will continue to monitor. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).